Event description:
It was reported that the patient had a notifier alert on (B)(6) 2017. On (B)(6) 2017 the patient presented to the clinic for a follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported.